Manufacturer narrative:
Unknown; no information has been provided to date. One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was bubbled. Service history review identified there was no indication the complaint was related to previous service of the device. The event history log was reviewed. The customer problem was duplicated. The investigation determined there was fluid ingression found inside the pump. The main board, dso, and upstream occlusion (uso) sensors were replaced.

Event description:
It was reported that the pump was alarming, "air occlusion." Per reporter, the product fault occurred during preparation. There was no patient involvement and no adverse event reported.